Event description:
It was reported that right ventricular noise was observed. High pacing threshold and high lead impedance were also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high pacing threshold and high pacing lead impedance measurements were confirmed in the laboratory via review of trending data. The device was tested on the bench and using automated test equipment and was found to be normal. Analysis of the associated lead identified anomalies. The root cause of the capture threshold is believed to be a lead anomaly. The cause of the high pacing lead impedance was not determined.